Event description:
It was reported that the pt has problems with the implant because one of her grandchildren introduced a pen in her ear and pulled out the electrode array.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.